Manufacturer narrative:
One device was returned for analysis. A review of the event history log (ehl) could not be performed due to continue error codes 1660 and 1260. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to the printed wiring assembly (pwa) main board. As a result, the pwa main board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump was wet. During physical inspection, it was found that there were error codes 1660 and 1260. There was no patient involvement, no patient injury was reported.